Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. A call to patient services placed on 6/17/2013 states that this lead may have repositioned self and is drawing more energy to be able to pace heart which will decrease longevity of the device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).